Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 19-jan-2024. H.6. Investigation summary: bd received 14 returned samples and 5 photos from the customer for investigation. Fm-ink was observed in photos 2 and 4, embedded foreign matter (fm) was observed in photos 1 and 3, and crushed tube was observed in photo 5. Additionally, the 14 returned customer samples were visually inspected. Eight (8) samples were visually inspected for fm-ink, and all 8 showed fm-ink. Three (3) of the six (6) samples from lot# 3249858 were visually inspected for embedded fm, and all 3 showed molding defects. Three (3) of the six (6) samples from lot# 3116894 were visually inspected for embedded fm, and 2 of the 3 showed molding defects. Three (3) of the six (6) samples from lot# 3116894 were visually inspected for cloudy molded part, and 1 of the 3 were cloudy. One customer sample was visually inspected for damaged product, and it showed damage. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was confirmed for fm-ink, damaged product, embedded fm, and cloudy molded part. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use with the bd vacutainer® sst¿ blood collection tubes, foreign matter was observed. There was no health impact or consequences reported.

Event description:
It was reported prior to use with the bd vacutainer® sst¿ blood collection tubes, foreign matter was observed. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3116894. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 26-apr-2023. E1: initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.